Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units pressure is not zeroing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked the machine & found there is no issue with the machine but there is an issue with the external accessory (pressure cable) i.e. Pressure cable of the machine is faulty. Customer need to arrange the same. The iabp was then released to the customer and cleared for clinical service.